Event description:
The initial reporter stated that the pump had been dropped causing damage to the keypad. They stated the speaker volume was muffled as well. When the pump was returned to mmd for evaluation, the speaker did not operate as expected. It failed to alarm at all. The initial reporter stated that the complaint had occurred during testing and had not had any adverse effect on a patient. The alarm failure was discovered at moog. [Complaint-(B)(6)].

Manufacturer narrative:
The pump was returned to mmd for evaluation. A DHR review was completed and does not show the currently reported issue. During the investigation, mmd found that the pump did alarm as expected, but the speaker had failed, so the pump did not alarm audibly. The pump was serviced to correct the issue.